Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the non-calcified unspecified target vessel. A 2.50mm x 15mm apex¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured. The number of inflations and to what atmospheres is unknown. The device was removed completely from the patient. The procedure was completed with a different device. There were no patient complications and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).